Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they could not recall the actual level. The cause of low bg was unknown. The customer lost consciousness because of the low bg level and received third party assistance from their spouse, however, the customer could not recall what their spouse did to address the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.